Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process investigation the allegation of the large intra-peritoneal drain. A supplemental med-watch report will be submitted upon completion of the investigation.

Event description:
The pt reported to technical support, she was having slow drains during treatment on the continuous cycling peritoneal dialysis (ccpd) cycler. She states she was feeling "full" and used the stat drain feature on the cycler. Once she resumed her treatment she further alleges the"cycler put extra solution in her." The following info was given to the technical support person re: the treatment: drain = 1653 mls; fill 1: 1484 mls, drain: 1584 mls; fill 2: 882 mls, drain: 6868 mls. The pt was able to complete her treatment using manual exchanges. According to the pt's peritoneal dialysis nurse, the pt is fine and did not require any medical intervention. The cycler was replaced and the pt is continuing on ccpd with no reported issue.